Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend had an error message for an exposed blade. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have a dislodged grip ring. The complaint regarding an error message read, blade might be exposed, remove and install was not confirmed by failure analysis. The probable root cause of the dislodged grip ring is attributed to the manufacturing process.